Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, color from 30-degree endoscope was blurry and orientation of picture was not correct. The endoscope was not used on patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi followed up with the site's sterile processing department and obtained the following information: the issue on the endoscope occurred after ports were placed on patient. The image on the endoscope was inverted, but did not involve reversed control on system arms. A new endoscope was used. There was no information on vision orientation or on uncontrolled motion. The system recognized correct scope. The surgeon did not confirm desired orientation when endoscope was installed. The procedure was completed after switching to another endoscope. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 30-degree endoscope was analyzed, and the reported issue was confirmed but not replicated. Additional observations not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope cable connector was visually inspected and found with costumer labels/marks. During inspection of the endoscope cable connector, the housing exhibited customer labels or marking added. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Fa plus: the endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. A review of the site¿s system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: 282 indicating tool invalid reason: one or more tool sensors were not detected: tool presence pin 2 not detected (tool sn not available) on universal surgical manipulator (usm) 3. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined.